Event description:
The manufacturer received information alleging a ventilator would not power on. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.